Event description:
Direct anterior approach hip procedure was done six months ago. Patient acquired an infection.

Manufacturer narrative:
An event regarding infection involving an unknown liner was reported. The event was not confirmed. Device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. The exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. Other devices listed in this report: cat no.: 542-11-58g, trident psl ha cluster 58mm, lot code: unknown . Cat no.: 6570-0-736, delta v-40 ceramic head 36/+7,5, lot code: unknown. Cat no.: 6721-0937, size 9 accolade ii 127 deg, lot code: unknown. Cat no.: 2030-6525-1 6.5, cancellous bone screw 25mm, lot code: unknown. Not returned to manufacturer.